Event description:
The interventional radiologist called gore requesting off-label information related to the removal of the gore(r) viabil® biliary endoprosthesis. The gore(r) viabil® biliary endoprosthesis was implanted for treatment of a hilar benign biliary stricture (bilateral) in (B)(6) of 2014. The physician reported that while removing the device from the patient on (B)(6) through an unaltered 10 fr introducer sheath, the device unraveled and the wire broke multiple times during device removal. The device was successfully removed and the surgeon replaced with a plastic stent drain.

Manufacturer narrative:
The device was not returned to the manufacturer.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible.